Event description:
It was reported that the 9800 system a filament calibration error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and generator interface board were replaced and the filament calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.